Event description:
It was reported an asymptomatic patient presented device data via merlin.net with frequent atrial noise reversion episodes and mode switch episodes due to atrial oversensing. Isometric tests and programming changes were recommended for the next visit.

Event description:
New information provided indicated that atrial noise oversensing issue remained after reprogramming the device. One ventricular noise reversion episode was observed. The cause of the noise events was due to oversensing some automated measurements. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.